Manufacturer narrative:
(B)(4): aortic stenosis. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the root cause of the event is indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter aortic valve was implanted inside a disabled 25mm bioprosthetic valve in the aortic position via transcatheter valve-in-valve intervention due to severe stenosis. At the time of the procedure the 25mm aortic valve was implanted for seventeen (17) years, three (3) months, four (4) days. Both devices remain implanted. There were no complications reported. The patient tolerated the procedure well and was transferred to the intensive care unit (ICU).